Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was returned for analysis. Returned product consisted of a rotalink burr catheter with a rotawire. The rotawire was received inside the burr catheter. The rotawire was able to be removed with no issues or resistance. The rotawire was kinked and fractured (only the proximal portion was returned with the burr catheter). The handshake connection, burr, sheath, and coil were microscopically and visually examined. The annulus of the burr was found to be damaged. It was flared and not rounded. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same as case as MDR ID: 2134265-2017-00891. Reportable based on device analysis completed on 23jan2017. It was reported that the device could not cross the lesion. The 12x3 mm, eccentric, de novo, 95% stenosed target lesion contained a >45 degree bend was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 1.50 mm rotalink¿ burr and a rotawire were selected for use. During the procedure, it was noted that the device could not cross the target lesion. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the rotating burr came into contact with the guidewire during the procedure leading to the damaged annulus and returned fractured rotawire.